Event description:
It was reported that during a ptca procedure of a totally occluded rca lesion, the distal tip of the pt graphix guidewire fractured. The tip of the wire, measuring 3mm, was left in place and add'l intervention was not performed. Add'l info has been requested regarding this event.